Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient went to the clinic due to hearing an alert. It was found that the right ventricular (rv) lead¿s hvb (high-voltage 'b' (rv coil electrode)) impedance had spiked and then had gone back to normal during the follow-up visit, so they sent the patient home. It was noted that the patient happened to be using a chainsaw on that day. The following day the alerts were triggered as there were intermittent spikes on both hvb and svc (superior vena cava) coils. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.